Event description:
The following has been reported: not working a preliminary review of the logs could not be performed. The device was returned due to alarming "service needed". Unit started up with red pump alarm. Log files pulled during investigation indicate mechanical hardware failure (air compressor). Unit failed recharge test. Investigation found dynoflo air compressor not functioning properly. Dynoflo air compressor will be removed and replaced during repair process. No other damage found. Reporting as a conservative measure for the air compressor failure. No adverse effects were reported.